Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 23 mmol/l (414 mg/dl) while wearing the pod. Symptoms reported include fatigue and vomiting. The patient reportedly accidentally removed the pod from the abdomen but thought she removed her libre instead. Emergency services were called and the patient was transported to the hospital by ambulance. The patient did not realize she removed the pod until she was at the hospital. The patient was treated with insulin drip, potassium and medication for nausea. The patient was discharged from the hospital the following day.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.